Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the reported issue was due to a faulty printed circuit board. However, the specific cause of the faulty printed circuit board could not be established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device estimation found a printed circuit board failure which caused the no image failure mode. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the evis exera iii xenon light source was not recognizing the pigtail during use. According to the initial reporter, display stays black. When the scope is connected without a pigtail, the unit functions without issue. There were no report of patient or user harm associated with this event.